Event description:
It was reported that the device was not firing. It was later reported that the event occurred during a nephrectomy procedure. There was no pt injury and no change in the pt's course of treatment. There was another device in the room and everything went well when the new device was used. No one was "compromised" during the incident. Additional information showed that the device blade had broken off. Additional follow-up indicated that the tip was retrieved and discarded. It was "not living" in the pt.

Manufacturer narrative:
Final device investigation revealed that the blade of the device was broken off near the base of the exposed blade. The clamp arm was no longer attached to the hinge of the device and was not actuated when the device was triggered. The clamp arm was loose or bent backwards.